Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the irrigation issue was noted during use on the patient. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on (B)(6) 2024. This irrigation issue was noted during the device being used on the patient. No error. Temperature alarm during ablation and unable to ablate. Correct catheter settings selected on the generator. The pump was switching from low to high flow during ablation. The irrigation issue was originally considered non-reportable, however, bwi became aware of additional information on (B)(6) 2024 that the irrigation issue was noted during use on the patient and have reassessed this issue as reportable. The awareness date for this reportable issue is (B)(6) 2024. In addition, the temperature issue was assessed as non MDR reportable. Since the generator stopped delivering radio frequency, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. This irrigation issue was noted during the device being used on the patient. No error. Temperature alarm during ablation and unable to ablate. Correct catheter settings selected on the generator. The pump was switching from low to high flow during ablation. The bwi product analysis lab received the device for evaluation 22-apr-2024. The device evaluation was completed on 29-apr-2024. The device was returned to biosense webster for evaluation. A visual inspection, temperature, impedance and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that the luer valve was damaged, and partially loose, and the irrigation tube was observed broken close to the handle area. An irrigation test was performed and the catheter failed the test. The temperature and impedance test was performed and high values were displayed on the screen. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation and temperature issue reported by the customer were confirmed. The potential cause of the issues could be related to the damage on the irrigation tube; however, this cannot be conclusively determined. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. In relation to the temperature issue, the instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application. When rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).